Event description:
Caller reported that pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Cts instructed caller to plug the pump into a different wall outlet and leave the adapter plugged in for at least 30 minutes to see if the pump would begin charging, with plans for cts to follow up with the caller. Upon follow up, the issue was resolved.